Manufacturer narrative:
Additional 510(k) number k011028, k013227. Product not returned to manufacturer.

Event description:
It was reported that the internal thread of the implant (tsvwb10) was damaged. It was also reported that the implant remains implanted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned for inspection. The reported event is unconfirmed as the products were not returned and couldn't be visually or functionally assessed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report. Manufacturer. Expiration date, UDI: (B)(4). Contact office - name/address. Date received by manufacturer. Follow-up number. Follow up type. Device manufacture date. Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the internal thread of the implant (tsvtwb10) was damaged. It was also reported that the implant remains implanted.

Manufacturer narrative:
The item number and lot number were updated. The following sections have been updated: date of this report. Event description. Device catalog number and lot number. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Added manufacturer narrative.